Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer reset the pump, which resolved the issue without the need for a replacement, and was advised by technical support to continue using the pump but to call back if the malfunction recurred.